Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer received low battery alert and weak battery. The customer's blood glucose level at the time of incident was 500mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The customer states their battery cap was damaged. The customer was advised that replacement battery cap would be sent out. The customer declined to troubleshoot for highs.